Event description:
Customer reported her eyes feel stressed and irritated, she also experiences a constant glare, day and night, following bilateral intraocular lens (iol) implant surgery. Add'l info was received from surgeon. Both lenses are perfectly centered and pupils are normal. Trace pco was noted in 2007. Surgeon stated, he did not feel the pco was the cause of glare. This is one of two medwatch reports being filed for this pt. MDR # 1119421-2007-00101 - od (right eye). MDR # 1119421-2007-00102 - os (left eye).

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There are no similar reports for the lot. Add'l info was requested by fax and by mail on 2/26/07, by phone on 2/27/07 and 3/7/07. A partial questionnaire was received on 3/13/07.